Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer also forgot to reload the cartridge to restart the pump's insulin delivery. The customer's blood glucose (bg) level was over 600 mg/dl and customer was hospitalized. Customer was treated with intravenous fluids of saline and insulin and zofran. Customer was discharged the next day with the issue resolved and no permanent damage.